Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with veptr on an unspecified date. Reportedly x-ray taken on an unspecified date revealed the superior cradle of the veptr (right, hybrid type) was displaced. On (B)(6) 2012, the surgeon extracted one of the right hybrid type and the other three were extended. The surgeon reported the patients rib was very brittle and the patient could not deny the stress of the rib by the implant. This report is for an unknown veptr (right, hybrid type) implant. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.